Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the administration set had a possible leak. They stated they were not sure where it was leaking from and they "suspected it was user error". They advised that the patient was blind and "is by herself the majority of the time". Mmdg did follow up with the initial reporter, who stated that they did not have any further information on the patient or the complaint. (B)(4).